Manufacturer narrative:
E1: patient city: (B)(6), patient country: united kingdom. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient experienced the infusion set adhesive issue on (B)(6) 2026. It was stated that the product was not adhered to as adhesive came loose. No further information available.